Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this atrial lead exhibited a lead safety switch due to high impedance measurements. The lead was switched to a bipolar configuration where the impedance measurements were better. The patient has chronic atrial fibrillation so the lead will remain implanted until the physician decides on the next course of action. To date, there have been no additional adverse patient effects reported.